Event description:
It was reported that during a totally occluded, moderately tortuous, right coronary artery stenting procedure, after pre-dilatation with a trek balloon, a xience v 3.5 x 18 mm stent delivery system (sds) was advanced, but would not cross the heavily calcified lesion. The xience v 3.5 x 18 mm stent delivery system was removed without difficulty and the same trek balloon was re-advanced and used to dilate the lesion again. Upon removal of the trek balloon a haziness was viewed by angiogram and it was believed that dissection was possibly seen distal to the lesion. It is unsure if the dissection was caused by the xience v 3.5 x 18 mm sds or the trek balloon dilatation. A longer length xience v 3.5 x 23 mm stent was used to successfully cover the dissection and the target lesion. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of vessel dissection is listed as a known adverse event in the trek instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.